Event description:
User reported a lateral fall in the device in 4-wheel function. User stated that he was making a right turn and struck some bricks, causing the device to fall over sideways. User stated that he was not wearing the provided lap belt and fell from the device. User stated no major harm or injury, but he tore out his colostomy bag as a result of the event and will require a hospital visit. No device malfunction is indicated from this event. The user struck an object while operating the device, which caused the device to fall laterally. This MDR is filed due to the reported need for a hosp visit. (B) (4).

Manufacturer narrative:
As a result of the reported lateral fall, the device posted an audible and visual warning, and by design, operating functions were restricted to standard function. A service code was also posted on the device, per design. The customer service center (csc) retrieved a remote service code from the device and confirmed by review that the code was consistent with the customer's description of the event. As permitted by procedure, the csc cleared the code remotely, which returned the device to normal operating conditions and restored access to all available functionality.